Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for high thresholds and rising impedance. It was reported that these values had been increasing over time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.